Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered inappropriate atp and hv therapy. Programming changes were recommended. No further information was available.